Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter a defibrillator (ICD) nd right ventricular (rv) lead presented for follow-up after receiving an inappropriate shock due to noise. Upon review it was noted that rv pace impedance measurements were out of range; a lead fracture was suspected. Shock therapy was programmed off pending the physician's decision regarding course of action. Information was later received indicating a procedure was performed wherein the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system with no change to the existing transvenous system. No adverse patient effects were reported.